Event description:
The customer reported that when they selected a cine run from one pt folder, another pt info was displayed. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. As a precautionary measure, the cine disk was reformatted and the system software was reloaded.